Event description:
It was reported that prior to the attempted implant of this transcatheter bioprosthetic valve, upon fluoroscopic inspection of the v alve load, some overlapping involving the third node was noted. Subsequently, a pre-implant balloon aortic valvuloplasty was performed using an 18 mm non-medtronic balloon as standard for the implanting physician. Upon initial deployment to a depth of 3 mm, a poss ible infold was observed in the valve frame. It was noted that the infold did not extend all the way through the valve. Despite this, the valve recaptured and withdrawn from the patient. A new valve was loaded into a new delivery catheter system and successfully I mplanted in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, (lot: 0012524088); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.